Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 24 june 2014. Revision due to adverse metal reaction, pain, swelling and pseudotumour formation. Medical records received, 2 x discs with x-rays received.patient harm updated, patient dems, co-morbidities & test data received and added to complaint form.

Event description:
Request for manufacturing dates received regarding pinnacle/corail hip implant revision. Revision date confirmed as (B)(6) 2013.

Manufacturer narrative:
Information received from (B)(6). Request for manufacturing dates received regarding pinnacle/corail hip implant revision. Revision date confirmed as (B)(6) 2013. Update 24 june 2014. Revision due to adverse metal reaction, pain, swelling and pseudotumour formation. Medical records received, 2 x discs with x-rays received. The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records and x-rays were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it cannot be determined if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.